Event description:
It was reported during a pacemaker upgrade procedure, the physician decided to cap and replace the lead due to an undefined capture issue. The patient condition is stable following the procedure.